Manufacturer narrative:
There was no reported injury or death at the time of this report. The MDR is being submitted under deviation (B)(4). Pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
On (B)(6) 2021 customer called to discuss the 2 types of negative controls in the package insert and what each ones purpose is and what is intended to be run. This lab is investigating an increase in false positives for covid and they want to ensure that they are decontaminating properly. Molecular applications specialist (mas) discussed swab testing and what should not be swabbed (anything in post pcr) and unidirectional flow. Customer sent data and swab testing results for luminex's review and also mentioned that a mas was onsite last week and had no observations to report.